Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that no shock was delivered on a dog via internal paddles (directly to heart). The device was in use by a vet on a dog. Although the no shock delivered message usually indicates an patient impedance outside the range for the delivery of energy, we cannot rule out a malfunction of the internal paddles. This investigation remains open.